Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down and powered back on. The device also displays a small transparent line in the middle of the screen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany for evaluation. The customer's report could not be duplicated or confirmed. The device passed full functional testing using a known-good battery and accessories. Review of the logs did not observe any fault or error codes.the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.